Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife's insulin pump had intermittent button response. The customer¿s blood glucose was unknown. The customer stated that the act but was not responsive at time intermittent and then the battery when it gets changes always gives unexpected restart alarm and battery out limit each time they lose the settings. The customer stated that the belt clip was break off. The insulin pump will not be returned for analysis.